Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. There was no adverse impact to the customer's blood glucose level. The customer was instructed by tandem technical support to remove the o-ring from the pump but denied further assistance. No additional information was provided.